Event description:
It was reported that during a da vinci assisted right hemicolectomy, the energy from the vessel sealer extend instrument was low. The customer tried cleaning the tips multiple times, but the issue persisted. The following information was obtained/clarified during follow up with the robotics coordinator (roco): target tissue was soft tissue and vessels, and the instrument was not sealing properly/adequately. There were no errors and all normal seal/sealing complete tones were heard. After attempting to reseal the tissue a couple of times, the instrument was removed to clean the tips, remove a small amount of charred tissue, and ensure there was no tissue within the jaws, however, the low energy persisted. There was no tissue tension during sealing/cutting, vessels were not greater than 7mm and had no evidence of calcification, tissue was not previously exposed to radiation or chemotherapy and no hard objects were encountered. There was tissue effect noticed during the sealing cycle and there was no unexpected additional bleeding. A back-up instrument was used to complete the procedure robotically.

Manufacturer narrative:
Based on the current information provided, the cause of the low energy is unknown. The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer-reported complaint. The instrument was placed on an in house system and passed recognition, engagement, electrical continuity and cut tests, moved intuitively with a full range of motion in all directions and the grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Energy was delivered without any issues. The knife slot measured at 0.027¿ and the jaw gap verification passed at 0.003¿. The grip force test passed at 7.76 lbs. In the straight orientation. No errors occurred during in-house testing and a review of logs showed no failures. There was no problem detected. Advanced energy logs show that the instrument returned to isi was used first and was installed 7 times and passed homing 7 times. There were 189 cut complete events with no errors. E100 logs show 223 seal events of which only 5 had high initial starting impedance errors and there were 3 coag events recorded with no errors. The second instrument was installed 7 times and passed homing 7 times. There were 184 cut complete events recorded with no errors. E100 logs show 186 seal events and 2 coag events recorded with no errors. A system log review did not reveal any system errors that would have caused or contributed to the reported event.